Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 22nd of june 2020 getinge became aware of an issue with one of our surgical light ¿ powerled. As it was stated, comfort bracket of the spring arm was found to be rusted. With the limited information provided we concluded no adverse consequences being raised by the end user in relation to this situation. However, the rust appearance leads to break in the paint integrity and may cause a hazardous situation related to particles falling into the sterile field and become a source of contamination. We therefore decided to report this case in abundance of caution and based on the potential for adverse outcome, if the situation was to reoccur.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with a surgical light powerled device. As it was stated, a corroded joint seized. There was no injury reported however we decided to report the issue in abundance of caution as any paint particle falling into the sterile field might be a source of contamination. The company representative, who visited the site, confirmed the alleged issue. It was established that when the event occurred, the surgical light did not meet its specification as appearance of rust could be considered as technical deficiency. The device contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. The issue is indicated by our product experts to likely be caused by user error and the customer not following cleaning protocol. The product powerled user manual IFU 01581 en ed. 09 includes an information to daily check the device for chipped paint and also for the damages and all the recommended and prohibited products are listed. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.